Event description:
Litigation alleges, pt has suffered serious injury and harm including constant and severe pain and discomfort in his lower back, thighs, groin, buttocks, and area surrounding implants, and popping and clicking sensations when going to and from a sitting position. It is also alleged, the pt developed shingles on his right buttocks and hip area after his hip replace procedure. It is further alleged that since his surgery, patient's left hip and foot have been painful as well due to him compensating and shifting the majority of his weight to his left side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.